Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the coiling of posterior cerebral artery while the subject coil was being repositioned, the catheter tip migrated out of the aneurysm making it unable to position the subject coil. While attempting to remove the subject coil, it stretched and was unable to remove. A snare device was used to capture the subject coil and catheter and the devices were removed successfully. The procedure was aborted and scheduled for a later date. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
F10/h6 - health code updated to "unexpected medical intervention". Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there were no allegations reported against the microcatheter, it is unknown what snare device was used, condition of patient is stable, there were no injuries during the surgery and resistance was encountered when retracting the coil in an attempt to remove it. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to the as reported events patient medical or surgical intervention required, main coil stretched, main coil friction and device interaction with another device. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the coiling of posterior cerebral artery while the subject coil was being repositioned, the catheter tip migrated out of the aneurysm making it unable to position the subject coil. While attempting to remove the subject coil, it stretched and was unable to remove. A snare device was used to capture the subject coil and catheter and the devices were removed successfully. The procedure was aborted and scheduled for a later date. There were no clinical consequences to the patient due to this event.